Manufacturer narrative:
Investigation summary bd received one photo for investigation. The quality of the picture is too low to properly assess the tubes in the photo. Additionally, a total of 30 retained samples underwent a visual inspection for additive abnormality, and none of the retained samples failed for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. While bd was unable to confirm this complaint for the indicated failure mode additive abnormality, bd has initiated further root cause investigation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormality was seen in 2 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormality was seen in 2 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.